Event description:
The device was connected to the pt through the defibrillation cable and fast-patch disposable defibrillation/ECG electrodes. The pt ECG on the device lcd was displayed as a flatline trace. Paramedics arrived on scene approximately one minute later. One of the responding paramedics alleged that the display of the flatline trace was inappropriate.